Event description:
It was reported that this recently implanted left ventricular (lv) lead exhibited loss of capture (loc). There were three instances of loc that occurred overnight when the patient was hospitalized after the procedure. The patient discharge from the hospital was delayed. Technical services (ts) was consulted and discussed that since the device was checked and no further loc were noted, they can continue to monitor for now. This lv lead remains in service. No adverse patient effects were reported.